Event description:
Rn opened 5fr ng tube for placement in nicu patient. Upon inspection for measurement, rn noted that the tube was missing the printed markings on the tube. Tubing and packaging was saved and new tube was obtained and used. The device was never used on patient. It was found prior to use on infant.